Event description:
The pt was reportedly experiencing discomfort at the implant site when wearing external equipment. Surgery performed on (B)(6) 2012 revealed the silastic collar had migrated. Silastic collar was removed and fibrosis around the magnet pocket was left in place. Advanced bionics is in the process of gathering additional information.